Manufacturer narrative:
A getinge field service engineer (fse) after troubleshooting revealed a contaminated pneumatic module (0997-00-1178), other parts were not affected. The fse replaced the pneumatic module. All functional and safety test were performed. Device calibration, performance and leak tightness checked, ok.

Event description:
It was reported that when removing the iab catheter after the end of the therapy,blood ran inside the cardiosave intra-aortic balloon pump (iabp). There was no patient harm.

Manufacturer narrative:
Due to character limitation in e1: full event site name: (B)(6) hospital. Full event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.